Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood at the insertion site, which happened about 3-4 times. Customer did not know that he was supposed to send them back to us. Customer had an issue with a sensor not connecting and found there was no cannula. Customer stated that he developed hypo insensitive and likes to be alerted of the lows because he can function at 50. Customer's blood glucose level was about 150 mg/dl. Customer was eating at a deli and blood glucose was 350 mg/dl. Customer also had a weak signal and a lost sensor alarm. Customer was advised to monitor problem and call back if issues persist. Customer stated there was a beeping noise that is almost not audible. Customer said the pitch is not always audible and it starts alarming aggressively and vibrating. Customer declined troubleshooting. No additional information provided.